Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site to evaluate the instrument and data. The fse successfully tested sample reproducibility, satisfactorily checked all tubing and vacuum lines, cleaned the rear fan filter, and checked the clot sensor and settings with no issues found. The fse also observed the phlebotomy procedures and processing of samples by the customer. Observations revealed no issues. It was determined that the cause of the discordant, falsely high creatinine and bun results is unknown. The instrument is within specification and operational. No further evaluation of the instrument is required.

Event description:
Discordant, falsely high creatinine and bun (blood urea nitrogen) results on one patient were obtained on the advia 1800 instrument. The results were reported to the physician, who requested the patient to be sent to the hospital. The lab repeated the testing (repeat #1) on the same sample and instrument and obtained lower results. The hospital laboratory repeated testing (repeat #2) on a different patient sample and instrument and obtained lower creatinine and bun results than repeat #1. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely high creatinine and bun results.